Event description:
On february 6, 2023, baxter issued an urgent medical device recall to inform impacted pts of lots of minicap disconnect caps packaged in fail pouches that may have been incorrectly sealed. This could lead to exposure to air, resulting in insufficient iodine or a dry sponge inside the minicap which could lead to inadequate disinfectant properties potentially increasing the risk of peritonitis. This was later expanded to include all lots of minicap disconnect caps, product code 5c4466p, that expire on or before may 31, 2024.